Event description:
Reportedly a nurse was cleaning out the pt's surgical wound and the tip of the cotton tip applicator broke off into the wound. The pt went to the emergency room but they were unable to locate the section of the cotton tip applicator. No xray was taken. The section came out of the wound during the pts routine wound care protocol, however, at that point the wound reportedly was infected. Reportedly, the pt had to have the wound surgically enlarged to allow the area to be packed with iodophor packing strips. The infection then cleared. No other medical treatment was required.